Event description:
According to the customer: "patient is under the medical team. They have prescribed furosemide 240mg over 24hr. I have asked one of the nurses from resus to prepare the infusion. We checked together before the infusion was administered everything was right. In 3hr time I heard the IV machine alarm I went to check what is wrong. The infusion was finished at that time therefore within 3hrs patient received 240mg dose. I have escalated to ed consultant/medical registrar. They reviewed the patient, patient is safe and no harm caused. We have sent bloods and explained to the patient what happened. Oic is aware. I have asked all the nurses if they changed the rate of the infusion and they stated no. I am not sure what has happened, whether the machine was fault? However, the nurse that prepared it we checked and it was running 1ml per hour when the infusion started."

Manufacturer narrative:
General information: complaint: (B)(4). Information to the sample: model: perfusor space; article number: 8713030; serial number/batch: (B)(6); software version: 688m030003; hours of operation: 2336; further information: n/a. Investigation results: history inspection: the device history files were read out and analyzed. The customer specified 2024-08-30 as the date of the incident. There are no device history entries for this incident day. Therefore, the last therapy 4 weeks earlier was analyzed. According to the device history, no abnormalities can be found in the device history files. 2024-07-30 at 10:44 a bd plastipak 50ml was selected. The syringe was filled to approx. 23ml. Vtbi was set to 240ml. The therapy was started with a flow rate of 10ml/h at 10:50. 2 hours and 16 minutes later the infusion was stopped by syringe empty alarm at 13:06. 22.85 ml was infused. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, on the lower housing were intact and undamaged. The technician seal is missing. No visible damaged parts are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,45%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.